Event description:
Received article, through allergan product watch: "current health sciences journal vol. 39, no. 2, 2013 april june, case report, intrajejunal migration of adjustable gastric band: a case report, by k sapalidis, l liavas, n panteli, e kosmatopaoulos, I. Anastasiadis, s charalambides, I kesisoglou, n tziris, 3rd dept of surgery, ahepa university of thessaloniki, thessaloniki, greece". Article mentioned: "case presentation. We report a rare case of intrajejunal migration of an adjustable gastric band that was placed laparoscopically four years ago." Per the article: "in our case, laparotomy was our only option, as the gastric band was migrated and fixed into jejunum, causing obstruction and jejunojejunal fistulae, making the endoscopic removal of the nad impossible. The pt tolerated the surgery well and had an uneventful post-op period. [The pt] was discharged on the ninth post-op day." The device has not been confirmed as a device manufactured by allergan, however allergan's approach to reporting adverse events is to remove all doubt in favor or reporting.

Manufacturer narrative:
The author of the article was asked to return the product for analysis, if so available, as well as to indicate the product serial number, the date of the event, and the implant and explant dates. This info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage and erosion are surgical and physiological complications, and an analysis of a the device generally does not assist allergan in determining a probable cause of these events. Further info from the reporter regarding the serial number and the implant date has been requested.